Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set has come out of the patients body. It was alleged that this has occurred on a "few occasions". The patient is not sure what is causing this to happen. No adverse event was reported. The infusion set was requested to be returned for product evaluation.